Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the operators report that the temporary pacing electrode catheter balloon had not inflated. The defective specimen was held at the medical concept lab warehouse awaiting pickup and replacement (material# 006173p and lot# gfht2811). Per ibc follow up information received on 16apr2024, the catheter not used on patient.

Event description:
It was reported that the operators report that the temporary pacing electrode catheter balloon had not inflated. The defective specimen was held at the medical concept lab warehouse awaiting pickup and replacement (material# 006173p and lot# gfht2811). Per ibc follow up information received on 16apr2024; the catheter not used on patient.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using attached and in house syringe, the catheter balloon was inflated with 1.5 cc air with both syringes. The stopcock closed and the syringe removed. Allowed to rest with no leaks noted for 30 seconds. The balloon inflated with no issues, stopcock opened, and balloon passively deflated. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. The reported event is unconfirmed a labeling review is not required. Correction: d UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.